Event description:
It was reported that this pacemaker was noted to have depleted the battery longevity too quickly. The right atrial (ra) lead pacing impedances were found to be low out of range, which explains the battery consumption rising. Technical services (ts) reviewed and found the device was using more capacity than originally programmed due to the lead impedances. This pacemaker and rv lead remain in service. No adverse patient effects were reported.